Manufacturer narrative:
Results: no product will be returned for eval.

Event description:
In 2009, the pt reported she went to the hospital yesterday morning with elevated blood glucose readings in the 400-500's mg/dl. Her normal blood glucose range is 150-270 mg/dl. Symptoms were nausea, fruity mouth, and feeling lightheaded. She treated her readings by injecting 20 units of insulin and her mother took her to the hospital. She said she received no treatment there and her readings returned to normal within 1-1.5 hours. She believes her elevated readings were due to the luer lock cracking when she attached the infusion set tubing, which resulted in insulin leaking. She stated she discarded the luer lock and the infusion set. No product was available to be returned for evaluation.